Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist restarted the station and advised the customer to do the cycle count for the medication. The system functioned as intended after the technical support specialist rebooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the application was frozen. However, there were no adverse events or injuries reported based on this event.